Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing white particles in the device. Patient alleged having diagnosed with leukemia. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization white particles in the device related to a CPAP device's sound abatement foam. Patient alleged having diagnosed with lukemia. Medical intervention for the reported event was not specified. The device was returned to the manufacturer's product investigation lab for further evaluation. The external and internal aspect of the device was inspected the manufacturer observed unknown white deposits and brown debris consistent with keratin in the filter inlet, unknown debris consistent with dust found in the bottom of the inside of device, unknown white debris consistent with dust found on top of blower, unknown debris consistent with hair found on top of blower, unknown white bumpy residue in and around air outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust contamination along with keratin contamination was observed, and are consistent with being from an external source.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-89428. This report was submitted as a duplicate report of the previously submitted report.